Manufacturer narrative:
Additional information received. Event problem patient code: device available for evaluation; device evaluated by manufacturer and event problem and evaluation codes: updated. The device was unpacked, and a visual inspection noted the door was missing from the air detector, membrane switch and air detector is not attached to the tower but was received in separately. Damaged optical assembly, corroded printed circuit board (pcb), cracked return tube, and old-style float switch was found during internal inspection. Root cause was damaged optical assembly and damaged wires in the air detector. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2011 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action will be taken. The device has been deemed beyond economical repair due to the age and condition.

Event description:
Additional information received that reported the event was discovered during testing. No patient involvement was reported.

Event description:
It was reported that the air detector leaks. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.